Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms from rv tip to can. In addition, a stored signal artifact monitor (sam) episode revealed noise with oversensing that may have been attributed to electromagnetic interference (emi). This pacemaker and rv lead remain in service. No adverse patient effects were reported.